Manufacturer narrative:
The device has not been returned for investigation. However, photographs of the device have been received and reviewed. Based on the evidence provided, the device has sustained damage that precludes any functional or performance testing at this time. The cause of the event is not known and the investigation is ongoing. Product labeling warns, "do not smoke near this unit. Keep away from heat, flames or sparks." Product manual warns, "do not smoke near this equipment. Keep cigarettes or burning tobacco away from the area where equipment is operated. Keep flammable materials away from this equipment. Oils, grease, including facial creams and petroleum jelly, ignite easily and may burn rapidly in the presence of oxygen. Never lubricate any part of this equipment."

Event description:
It was reported: a pt was wearing an h300 portable device on his waist, in the belt pack, while driving his car. He had just pulled away from dropping his wife at the store, when he reportedly saw "flames" coming from the unit. He jumped out of the car and it rolled into two other parked vehicles in the parking lot. A bystander reportedly pulled the belt pack with the burning oxygen unit from the pt and threw it away from him. The pt sustained injuries requiring hospitalization and surgical intervention.